Event description:
Information received from the field notes that while still in surgery, the device exhibited no atrial output or sensing. The physician closed the pocket and unsuccessfully attempted to interrogate the device. The programmer reported that the device was in backup mode. The ECG showed ventricular pacing at 67 ppm with some fusion beats. The patient's underlying rhythm was sinus at 62 bpm.